Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation. It was later reported that when stimulation was turned on the pt experienced vibrations in her neck, arms and legs, and a strong vibration from the left butt cheek around the side and down the left foot. The pt stated that she had fibromyalgia, herniated/bulging discs in her neck, and tingling and numbness in her hands. It was also reported that the pt experienced a shocking or jolting feelings in her hands. It was also reported that the pt experienced a shocking or jolting feeling in her legs, arms, lower back and perineum at night. It was reported that the symptoms worsened after a programming change and the pt had the implantable neurostimulator turned off for the past two weeks. It was reported that the pt's bladder had been hurting so much that it kept her up at night, and the pt had been having dizzy spells as well. The pt had an appointment with an interstim hcp scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.